Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B) (4) no anomalies were found. The full lead in segments was returned and analyzed. It cannot be determined at this time what contributed to the reported electrical issue.

Event description:
It was reported that the lead had high impedance, about 1500 ohms, at implant. A new lead was then implanted. No patient complications have been reported as a result of this event.